Event description:
It was reported that the patient died. The target lesion was located in the left main to left anterior descending artery. A 20 x 2.75 mm promus elite drug-eluting stent (des) was selected for use during a very complex procedure. The patient's ejection fraction was 20% and the patient experienced ventricular tachycardia post procedure. The patient was placed on a ventilator but died after some time.